Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was recorded as "high," though specific values were unknown. To address this issue, the customer administered a correction bolus using the pump and did not seek assistance from a third party. Despite the recurring occlusion issues, the customer did not change supplies and continued using insulin.